Event description:
The patient contacted animas on (B)(6) 2012 and stated the audio bolus button was not responding to user presses. The patient alleged the screen would light up but not dial up the bolus. The patient denied damage to the button. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 10/23/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons responded appropriately. There was no evidence of keypad contamination found under the contacts. Investigators were unable to duplicate complaint. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.